Event description:
It is reported that intraocular lens (iol) was explanted from patient's eye due to unknown reason. Additional information revealed that the lens was explanted due to the patient's difficulty driving at night and dysphotopsia (positive). The suspect iol was replaced with another johnson and johnson iol. There was no incision enlargement and no vitrectomy required. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.